Event description:
The customer reported to olympus that during reprocessing of the cysto-nephro videoscope, fibers (foreign material) were found going down the scope. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, there was no issue or damaged to the scope noticed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that a fiber (foreign object) came out of the forceps channel. Olympus will continue to monitor field performance for this device.